Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with an ipg on (B)(6) 2006. It was reported that he was unable to communicate with the ipg via the programmer. In an effort to resolve this matter, a replacement programmer was sent to the patient. No further information is available at this time as all attempts to confirm resolution have been unsuccessful. This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the ipg.